Manufacturer narrative:
A complaint was submitted on hemosil synthasil, pn 00020006800, lot n1147356 indicating erroneous aptt results generated on acl top 350 cts, sn (B)(6) on july 20, 2025 at 20:29 and 20:52. No known patient impact reported. A review of the certificates of analysis (coa) for hemosil synthasil, pn 00020006800, lot n1147356 was performed. The reagent met all specifications; no abnormalities were found. Review of specimen 1 and specimen 2 for test code aptt-ss (hemosil synthasil) yield failed results. Review of the qc statistic report for test code aptt-ss using hemosil normal control 1 shows 7 "failed" qc results after the sample in question was analyzed. Review of the qc statistic report for test code aptt-ss using abnormal control 3 shows 6 "failed" qc results after the sample in question was analyzed. A service call was initiated in response to the complaint. The field service engineer (fse) inspected the analyzer and identified that the rinse aspiration probe was not properly seated on the rinse bottle. After correcting the probe placement, the fse reran qc tests, which then recovered within acceptable limits. This confirmed that the improper placement of the rinse aspiration probe was the root cause of the erroneous aptt results. Therefore, no remedial action required.

Event description:
A complaint was submitted on hemosil synthasil, pn 00020006800, lot n1147356 indicating erroneous aptt results generated on acl top 350 cts, sn (B)(6), on july 20, 2025 at 20:29 and 20:52. The analyzer failed to produce numerical aptt values. Heparin contamination was initially suspected, prompting a redraw of the patient sample after ensuring that heparin had been suspended. However, the redraw specimen also failed to yield a numerical result.